Event description:
It was reported that the paramedics were called and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. The customer also lost consciousness. Customer's blood glucose levels at the time of hospitalization 480mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the buttons on the insulin pump were hard to push. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.